Event description:
It was reported that an ilet device experienced an unexpected battery depletion while the user was at school after indicating approximately 85 percent charge at removal from the charger, and the caregiver lacked access to the charger to verify charger indicator status. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects, and no alarms were reported. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview to obtain device use context and guidance to contact the care team for backup therapy directives, with planned charger-assisted troubleshooting to assess charging functionality. Investigation of this case revealed insufficient information to confirm a device malfunction or charger fault, and no device component failure has been identified based on the available data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to lack of corroborating evidence and incomplete troubleshooting.